Event description:
During a clinic follow-up, the device was unable to be interrogated using bluetooth (ble) telemetry due to suspected premature battery depletion. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of bluetooth (ble) telemetry anomaly and premature battery depletion was confirmed. Based on the information received, the ble was disabled due to a software anomaly. Furthermore, the cause of the ble telemetry and premature depletion issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.